Manufacturer narrative:
No product will be returned per customer. The customer¿s complaint of broken syringe tips could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from FDA which states, ¿since the beginning of xxxxx we have experienced six texium 60ml syringe breaks in the pharmacy. The break occurs at the point of bonding between the texium tip and syringe. Three syringes were discovered to be broken prior to compounding. Three syringes broke during the compounding of chemotherapy. These have been reported to bd as a quality control issue. These have all been reported to bd as quality control issue. These breakages are concerning on several levels, the greatest concern being the breach in closed system when this breakage occurs which has the potential to lead to employee exposure to chemotherapeutic agents. Fortunately, for the situations described above other safeguards in place prevent employee exposure."